Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during a lap hernia repair procedure the balloon would not inflate. Functionally, the trocar balloon was unable to be properly inflated due to the cracked reflux valve. The locking collar and flapper valve were found to function properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cracked reflux valve and the reported condition was confirmed. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4): a review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter the tip of the device is allowing the insertion of the syringe to inflate the small balloon which caused the balloon to break. It was also reported that the packing was in an acceptable condition. The reporter states that no patient harm occurred. Surgery time was not delayed by more than 30 minutes. There was no unanticipated tissue loss and there was no unanticipated blood loss. No device fragment fell into the patient, and no reinforcement material was used.